Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported the tip of the introducer for the fibertak suture anchor broke inside the patient. The surgeon decided to leave the broken wire in the bone, because it would require removal of extensive bone and the surgeon felt this would cause significant harm to the patient.